Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was previously used to deliver dilaudid (hydromorphone) and unknown morphine. It was reported that the patient's pump had not been working "for a couple years now". The patient got paralyzed from the last pain pump they had and nobody would take the implant out and "the reason why it got left in". The patient was encountering a "a lot of issue". The patient had magnetic resonance imaging (MRI) to look at the pain pump to figure out what the cause was, but "when somebody found it was too late". The catheter was "wrapped into the spinal cord so long" and it ended up leaving the patient paralyzed. The patient was now havinghealth issues, "fluid buildup all over", a big bruise underneath where the pain pump was "all the way to his spinal cord", red lines running in the same area, and "huge swelling where the spinal cord is". The reporter stated that they tried consulting with the patient's managing healthcare provider (hcp), but the hcp mentioned that they did not have "any tracker" and did not have anything else to do; they "put the implant in and take it out". The reporter also stated that the hcp's office stated that they could take it out for them "but that's it" and asked to call the manufacturer. Patient services reviewed information and advised trying to find another hcp that could work with the pump. Hcp listings were sent to the reporter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.